Event description:
It was reported to boston scientific corporation that during a procedure to remove a contour vl ureteral stent, the stent broke in half. The physician went back into the ureter and removed the stent half with forceps. The placed stent had been inside the patient for approximately two weeks before this removal procedure. Reportedly, the suture was not removed from the stent. No portion of the stent remained inside the patient post stent removal procedure. The exact patient age is unknown, however it is known that the patient is over 60 years old. The procedure was completed with another device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable.

Manufacturer narrative:
(B)(4).the complainant reported that the device was not used past the expiration date.